Manufacturer narrative:
There was no indication, based on the physical evaluation of the returned device and the case report, that the device failed to perform as intended (causing a malfunction) leading to the flow anomaly. Flow anomalies (due to emboli or dissections, for example) are an inherant risk for the treatment of peripheral vascular disease with pathway medical's jetstream catheter and are listed as a potential adverse event in the IFU.

Event description:
A long lesion in the sfa was treated. During retraction of the device into the sheath, the catheter presented resistance to removal through the distal tip of the sheath. The catheter was retrieved with no additional unusual findings. Visualization after removal revealed a flow anomaly caused by the dissection or thrombus. The physician successfully treated it using an angiojet catheter and balloon. There were no further complications. The exact cause of the flow anomaly is uncertain as it was located at the distal tip of the introducer sheath, not the target lesion site.